Event description:
During a normal device change out the rv and ra leads were explanted. This rv lead displayed noise and loss of capture. Clavicular crush was suspected. The ra lead was removed because it was damaged during the procedure. There were no adverse patient side effects reported. Should additional information become available, this event will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.